Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. The fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Unit passed electrical safety test. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed while on a patient. The nurse swapped the ventilator to a new ventilator. Customer reported that there was no harm to the patient or user.